Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed a crack in one of the stopcock's luer. The root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a stopcock extension set that was found leaking at the level of the 3 ways stop cock. Reportedly, the leakage observed is due to a crack at the level of the 3 way stopcock. A patient was involved; however there is no report of patient injury or medical intervention. No additional information is available.